Event description:
Rptr states, pt had primary tibial insert revised due to polyethylene wear on the med and lateral surfaces. The pt was experiencing pain and discomfort in the (r) knee prior to surgery.

Manufacturer narrative:
Summary of evaluation: examination results are insufficient to determine whether this event is device related.